Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. Root cause description: root cause cannot be determined at this time as no sample, batch, or lot code was provided. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the needle sp s/su 27ga 4-11/16in whitacre broke off in the patient, resulting in unexpected medical intervention and a delay in treatment. This complaint was created to capture the 3rd of 4 related incidents. The following information was provided by the initial reporter: "(B)(6) - foreign body in patient, unexpected medical intervention, delay to treatment/(B)(4), break"

Manufacturer narrative:
The following information has been updated: b.5 describe event or problem: it was reported that the needle sp s/su 27ga 4-11/16in whitacre broke off in the patient, resulting in unexpected medical intervention and a delay in treatment. This complaint was created to capture the 3rd of 4 related incidents. The following information was provided by the initial reporter: while performing spinal anaesthesia, a 5cm to 6cm section of the spinal needle broke off inside patient¿s back. Neurosurgeon was consulted and removed foreign body under local anaesthesia. A second attempt at spinal anaesthesia was successful, and original procedure proceeded as scheduled. H3 other text : see h10.

Event description:
It was reported that the needle sp s/su 27ga 4-11/16in whitacre broke off in the patient, resulting in unexpected medical intervention and a delay in treatment. This complaint was created to capture the 3rd of 4 related incidents. The following information was provided by the initial reporter: while performing spinal anaesthesia, a 5cm to 6cm section of the spinal needle broke off inside patient¿s back. Neurosurgeon was consulted and removed foreign body under local anaesthesia. A second attempt at spinal anaesthesia was successful, and original procedure proceeded as scheduled.

Event description:
It was reported that the needle sp s/su 27ga 4-11/16in whitacre broke off in the patient, resulting in unexpected medical intervention and a delay in treatment. This complaint was created to capture the 3rd of 4 related incidents. The following information was provided by the initial reporter: while performing spinal anaesthesia, a 5cm to 6cm section of the spinal needle broke off inside patient¿s back. Neurosurgeon was consulted and removed foreign body under local anaesthesia. A second attempt at spinal anaesthesia was successful, and original procedure proceeded as scheduled.

Manufacturer narrative:
H6: investigation summary bd was unable to perform a thorough investigation as no sample or batch number were provided. A DHR was not performed as the lot number is "unknown" for this complaint.